Event description:
Information received indicates while performing an electrical safety check, the technician found the ground resistance reading was out of normal range.

Manufacturer narrative:
The technician examined the power cord and found a loose ground pin. He replaced the power cord to repair the bed.